Event description:
Customer reported the insulin pump had a high alarm, the backlight was on, and the screen was blank. Customer stated the high pitch alarm was got her attention. Customer's blood glucose was 133 mg/dl. No physical damage noted on the device. It was not dropped, bumped, or exposed to moisture. Customer does not use the recommended battery type. Customer stated the spring was corroded. New battery was inserted and display did not return. Customer was advised to clean contact. Inserted a new battery and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronic assembly. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.